Manufacturer narrative:
(B)(4). Date sent: 08/24/2004. (B)(4). Analysis summary: the analysis results found that the devices were returned with the blades gouged and cracked. Due to the damage to the blades, it was confirmed that the devices were non-functional. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with other instruments during use."

Event description:
It was reported that during a laparoscopic gastric bypass with roux-en-y procedure, scrub tech indicated that three separate devices alarmed showing instrument failure. Each was retightened with the wrench, but would not work. Case was completed with a fourth device. There was no pt consequence.